Manufacturer narrative:
Correction: d6a - date of implant updated to (B)(6) 2023, it was previously not populated.

Event description:
Related manufacturer report number: 2017865-2023-03161. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise and post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD and right ventricular (rv) lead. It is suspected that the set screw connection issue. Programming changes were performed to resolve the issue. The patient was discharged following the changes.